Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. The initial hcg+b result was 0.667 miu/ml, which was reported outside of the laboratory as 1 miu/ml. The customer indicated a qualitative hcg+b had already been performed on the patient and it was positive. The sample was repeated and generated a result of 432 miu/ml. The customer deemed the repeat result to be the correct result. The patient was not harmed by the false result. There was no adverse event. The customer indicated that after they obtained the results, they removed the tube from the analyzer and it had a big air bubble in the tube. The lot of hcg+b reagent in use was 17160105, with an expiration date of 06/30/2014. The field service representative could not determine a cause. He checked the probe alignment and performed a volume check and performance testing. The customer performed qc.

Manufacturer narrative:
The investigation determined that the most likely root cause was the bubble in the tube that was observed by the customer. The calibration and qc data did not indicate another issue that could be responsible for the erroneous result.